Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves demonstrated a stable pacing impedance around 1500 ohms between august 2016 and march 2017. Furthermore the provided iegm showed noise artefacts on the rv and ff channel as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that this lead has a history of rising pacing impedance. Three episodes of vf were noted at interrogation and suspected to be noise on the rv and ff channel. Shock was aborted due to confirmation algorithm. The patient was invited for a battery exchange due to eri and a new rv lead addition without extraction of the old lead on (B)(6) 2017.